Manufacturer narrative:
The suspect device was returned to olympus for evaluation, and the physical device evaluation has been completed. The customer provided the cleaning, disinfection, and sterilization (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. As per the customer: pre cleaning was performed immediately after the patient procedure, water was aspirated through the instrument / suction channel with a suction pump, the air / water channel was flushed with water and air using mh-948. The device passed the leak test, the detergent used was matrix whitley medical, and the instrument / suction channel / suction cylinder / instrument channel port were brushed. The automated endoscope reprocessor (aer) used was steris medivator advantage pass thru, there were no defects on the aer, the detergent used was steris medivator intercept plus, the detergent used was steris repicide pa parts a and b, the channels were connected with cleaning tube when the endoscope was setting up into the aer, the expiration date of the disinfectant was controlled, the disinfectant solution meet the minimum concentration, the water quality of the rise water was controlled, the device was dried by the dry process of the aer, and the endoscope was stored in a drying cabinet after reprocessing. The date the device was used last for a procedure was (B)(6), 2023 and reprocessed on (B)(6), 2023, the device was not used in a procedure during this timeframe, the device was quarantined after confirming a positive microbiological test result, additional reprocessing was performed before the device underwent microbiological testing, additional reprocessing was completed prior to the device being returned to olympus. The issue was not confirmed, as the scope was not microbiologically tested by olympus. The device evaluation found the following: water tightness was lost due to damage on the channel tube / due to a deformation of the right / left / up / down knob, the insulation resistance value at the distal end did not meet the standard value due to a chip on the plastic distal end cover, the suction volume did not meet the standard value due to damage on the channel tube, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip, and the up / down knob could not be locked securely due to a deformation of the forceps elevator lever. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope tested positive on (B)(6), 2023, for an unspecified number of colony forming units (cfus) of escherichia coli, pseudomonas aeruginosa, klebsiella aerogenes, and high-quantity gastrointestinal tract contamination, it was not specified which channels were sampled. The device was sampled again on (B)(6), 2023 and tested positive for 10 - 100 cfus of pseudomonas aeruginosa, klebsiella variicola, klebsiella pneumoniae, and escherichia coli, it was not specified which channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing but the reported event cannot be confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.

Event description:
On (B)(6) 2023 a third culture test was performed and the results came back negative for detection of bacteria.